Manufacturer narrative:
H3: neither samples nor pictures were received for analysis. We are unable to confirm the reported complaint. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming, and the screen reads stopped. The pump was restarted, but the ¿no disposable clamp tubing¿ alarm began. The alarm was silenced, the pump restarted again, but the alarm returned. There was patient involvement, and no patient harm/adverse event reported.